Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose over 600 mg/dl with symptoms of dehydration (dizzy, lightheaded) nausea, extreme drowsiness, polydypsia, abdominal pain, fatigue, vomiting and large ketones associated with a loss of prime issue. Reportedly, the patient discontinued the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. It was reported that the loss of prime had occurred greater than 3 times, but the user did not try a cartridge from another box. This complaint is being reported because the patient allegedly experienced hyperglycemia because of a loss of prime issue.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.